Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal end/electrodes of the lead were bent. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the distal tip of the lead was curved.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implantation, the physician had difficulty placing the right ventricular (rv) lead in the desired septum location. He complained that the lead was difficult to maneuver and that the tip of the lead has a curve that he believes is a design flaw. In addition, prior to the patients discharge, the rv lead exhibited high threshold and high impedance values. Upon further analysis, lead fluoroscopy showed that the lead had become pulled back slightly from the initial implant site. The physician attempted to reposition the lead, but was unable to maneuver the lead into the desired septal position. The physician opted to explant and successfully replaced the lead in the rv apex. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.